Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) alarm during the initial drain was not confirmed due to lack of sample. The cause was undetermined. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during the initial drain on the home choice (hc). The technical services representative (tsr) explained the message to the home patient (hp) and instructed her to cycle the hc. The tsr informed the hp to start over using new supplies. Product surveillance contacted the hp on (B)(6) 2011 regarding a system error 2240 alarm. The hp stated they were able to clear the alarm and continued therapy with new supplies. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm. Per the pd rn, the hp was doing fine on the cycler. No further information was given. There was patient involvement.